Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous, mildly calcified right coronary artery (rca). Pre-dilatation was performed with two unspecified balloon dilation catheters and a 2.75x28mm xience xpedition stent was implanted. After post dilatation was performed with a 2.75mm nc trek balloon, it was noted there was a dissection in the proximal edge of the stent. The dissection was treated with a 2.75x15mm xience xpedition. No adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.